Event description:
It was reported that the insulin pump sustained physical damage to the screen after it had been dropped. The customer did not know the blood glucose reading. The customer stated that the screen did not appear to have a crack, but she observed that inside the screen, it looked as though the ink was leaking or bleeding. She was unable to see the time, battery or reservoir icon due to the screen issue. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, minor scratches on the display window, scratched case, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and a scratched reservoir tube window. No crack was noted on the reservoir tube window.